Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed blisters under the lifevest equipment. Patient described the area as raw open blisters under the left electrode. There was no alleged device malfunction contributing to the blisters. The patient¿s home health nurse assisted with adjusting the garment to alleviate the contact on the blister. Follow up indicated that the blisters improved.